Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 was not in bus. A field service engineer (fse) identified that main drawer 2.2 cubies and the drawer were failing due to debris accumulation from medication packaging. The fse removed all cubies and row boards from the drawer and thoroughly cleaned debris from the drawer, row boards, and cubies. The fse then reseated the row board cable connections at each row board and at the drawer board and also reseated the retractor band connections at the module controller and each drawer to restore proper operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system main drawer 2.2 was not in bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.